Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a surgery on (B)(6) 2018 unrelated to their device/therapy and since the surgery the patient's ins was in a spot where it was pushing the area they had surgery and caused discomfort. The patient had an appointment at their healthcare provider's office on (B)(6) 2018. No further complications reported. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient complained of the battery placement that was causing her pain. The patient was discussing with her pain doctor on whether she will get the battery relocated. The battery was reset and reprogrammed. No further complications were reported. Additional information was received from the patient. It was reported shortly after surgery patient noticed the device was pushing into surgical site area. Patient stated they would like the battery to be relocated as soon as possible as it is very painful. The health care professional (hcp) would like to replace with new battery to avoid extra surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that patient may have revision surgery unrelated to battery placement. Unknown at this time whether she will have battery relocation surgery.